Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staple line of a white sureform 60 reload required additional intervention. A leak test was preformed and showed the staple line of the 3rd fire; the second white reload had a "bubble" which was required to be oversewn to the omentum. No error messages or complications were noted during the firing process, the staple lines were complete and intact. The procedure was completed robotically with no complications. The patient is recovering well with no reports of postoperative complications.

Manufacturer narrative:
The event investigation is in progress. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: logs show sureform 60 stapler (part number 480460-09, lot number l82230921-0542) was installed on the system 7x and fired 7 reloads (1 blue, followed by 6 white). There were no incomplete clamps or unclamps by this instrument. On installs 1, 2, 5, and 6, the firings were each completed with 1 pause for compression. On installs 3, 4, and 7, the firings were each completed with no pauses for compression. After the 7th firing, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.